Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with missing display window/cover. Device passed self test and displacement test. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm during self test. The customer's blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm. The customer stated that the insulin pump did not pass the self test. The customer reported that the plastic piece at the top of the screen had cracked. The insulin pump's reservoir lip ring was not damaged. The customer informed that one sensor only lasted for 3 days and current sensor failed due to signal issues. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.